Event description:
It was reported that the blade broke off in the handpiece saw and cannot be removed. It was also reported that there was no patient involvement. It was further reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke off in the handpiece saw and cannot be removed. It was also reported that there was no patient involvement. It was further reported that there were no adverse consequences and no delays as a result of this event.

Event description:
It was reported that the blade broke off in the handpiece saw and cannot be removed. It was also reported that there was no patient involvement. It was further reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.